Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The social worker from hospital reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 600 mg/dl,the customer was hospitalized on (B)(6) in the night . The customer was treated with drip and drip pen . The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.